Manufacturer narrative:
Based on the claim against the product by the customer noting the iesu experienced an m-02 error twice, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse did not test the iesu, but replaced the unit to resolve the reported complaint. The system was tested and verified as ready for use. The iesu was returned to isi for evaluation. Failure analysis was able to replicate the reported event. The unit was placed on an in-house system and was run in normal mode. Failure analysis confirmed the reoccurring error. The probable root cause is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) experienced an m-02 error twice. The technical support engineer (tse) confirmed the error via system logs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: it was confirmed that the issue was resolved during the procedure by rebooting the iesu and clearing the message. The procedure was completed robotically with no patient injury.